Event description:
It was reported that the ilet user experienced a low glucose episode after announcing a ¿more than¿ dinner to correct a high glucose, which constituted an improper method of use and a user interface¿related usage error resulting in insulin stacking. The lowest reported glucose was 50 mg/dl and the user treated with apple juice. Symptoms included hypoglycemia with sleepiness and tiredness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.